Manufacturer narrative:
Corrected complaint conclusion: the complaint conclusion has been updated to reflect additional information as follows; ¿the CT scan in 2009 did not demonstrate fracture, but the CT scan 2011 did. CT scan 2015 showed no new fracture and no interval change in the fracture of the left posterolateral strut.¿ it was reported that the one implanted optease filter was noted to have a broken strut. The CT scan in 2015 showed the left posterolateral strut to be discontinuous with offset/gap, with the inferior portion bent in toward flow lumen, but both ends still connected to the superstructure. This was not present on the post placement multiple oblique magnification images at time of placement in 2007, nor on the 2009 CT scans, however, it was present on the 2011 CT scan. There was no report of patient injury. The device was stored, handled, and prepped according to the IFU. There were no anomalies noted to the device or packaging prior to use. Additional procedural details noted that the indication for filter insertion was for a unilateral common femoral and a peroneal deep vein thrombosis (dvt). The target lesion was the infrarenal ivc (inferior vena cava) with a caliber of 21mm just below the renal veins and no stenosis or filling defects. There was no thrombus present at the delivery site. Pre and post imaging were completed. There were no delivery problems noted. The filter was never in an acute or sharp bend in the delivery tube while it was out of the storage tube. There was no associated filter migration. The procedure was finished successfully. The damage did not occur during deployment and was not noted on follow up magnetic images until 2011. CT scan 2015 showed no new fracture and no interval change in the fracture of the left posterolateral strut. The physician noted that the filter will be returned only if it is removed; however, it is not recommended to be removed due to the age of filter, lack of symptoms, and patient medication therapy. To date, the device has not been returned as it remains implanted in the patient. Review of lot r0707107 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿filter-fractured¿ was confirmed through films received. The exact cause could not be determined. Filter fracture is noted in the instructions for use as a potential complication. While in this case a clinical determination of contributing factors could not be made, clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation resulting in nitinol fatigue (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, tortuous anatomy or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Neither the DHR nor the information available for review suggests a design or manufacturing related cause for this issue. As such, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(4). Exact day and month of implant date are unknown. The device is not available for evaluation as it is implanted in the patient. Any additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was unknown when the damage occurred, sometime between 2009 and 2011 for the emerson patient. This was just recognised, as a late occurrence, no action taken as of yet. The relevant CT and angiography images were received on (B)(4) 2015 and more recent CT and angiography images taken on (B)(6) 2015 that arrived on (B)(4) 2015. Additional information will be sent within 30 days of receipt.

Manufacturer narrative:
The CT scan in 2009 did not demonstrate a fracture but the CT scan in 2011 did. The CT scan in 2015 showed no new fracture and no interval change in the fracture of the left posterolateral strut. The corrected event date is uu/uu/2011 and the exact day and month of the event were unknown.

Manufacturer narrative:
Complaint conclusion: it was reported that the one implanted optease filter was noted to have a broken strut. The CT scan in 2015 showed the left posterolateral strut to be discontinuous with offset/gap, with the inferior portion bent in toward flow lumen, but both ends still connected to the superstructure. This was not present on the post placement multiple oblique magnification images at time of placement in 2007, nor on the 2009 and 2011 CT scans. There was no report of patient injury reported. The device was stored, handled, and prepped according to the IFU. There were no anomalies noted to the device or packaging prior to use. Additional procedural details noted that the indication for filter insertion was for a unilateral common femoral and a peroneal deep vein thrombosis (dvt). The target lesion was the infrarenal ivc (inferior vena cava) with a caliber of 21mm just below the renal veins and no stenosis or filling defects. There was no thrombus present at the delivery site. Pre and post imaging were completed. There were no delivery problems noted. The filter was never in an acute or sharp bend in the delivery tube while it was out of the storage tube. There was no associated filter migration. The procedure was finished successfully. The damage did not occur during deployment and was not noted on follow up magnetic images until 2015. The physician noted that the filter will be returned only if it is removed; however, it is not recommended to be removed due to the age of filter, lack of symptoms, and patient medication therapy. To date, the device has not been returned as it remains implanted in the patient. Review of lot r0707107 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿filter-fractured¿ was confirmed through films received. The exact cause could not be determined. Filter fracture is noted in the instructions for use as a potential complication. While in this case a clinical determination of contributing factors could not be made, clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation resulting in nitinol fatigue (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, tortuous anatomy or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Neither the DHR nor the information available for review suggests a design or manufacturing related cause for this issue. As such, no corrective action will be taken at this time.

Event description:
It was reported that the one implanted optease filter was showing one broken strut. The CT scan showed the left posterolateral strut to be discontinuous with offset/gap, with the inferior portion bent in toward flow lumen, but both ends still connected to the superstructure. This was not present on the post placement multiple oblique magnification images at time of placement in 2007, nor on the 2009 CT scan, but present on the 2011 CT scan. There was no report of patient injury. The procedure was finished successfully per the IFU. The target lesion was the infrarenal ivc (inferior vena cava) with a caliber of 21 mm just below the renal veins, with no stenosis or filling defects. The device was stored, handled, and prepped according to the IFU. There were no anomalies noted to the device or packaging prior to use. The indication for filter insertion was for a dvt (deep venous thrombosis). The dvt was a unilateral common femoral and also a peroneal. There was no thrombus present at the delivery site. Pre and post imaging were completed. There were no delivery problems noted. The filter was never in an acute or sharp bend in the delivery tube while it was out of the storage tube. There was no associated filter migration. The damage did not occur during deployment or on follow up magnetic images. The issue was not present in 2009 or in 2011, but recognised in 2015. The device will not be returned for analysis. The physician mentioned that it would be returned only if it is removed, however it is noted recommended to be removed due to the age of filter, lack of symptoms, and patient medication therapy. There were photos/films available which are pending.

Manufacturer narrative:
Additional narrative information received from time of initial report: the patient had an ER visit at (B)(6) hospital in (B)(6) 2015 with an abdominal CT scan obtained for other reason. This showed a left posterolateral strut of infrarenal optease ivc filter to be discontinuous with slight overlap of ends, which are still connected to the rest of the superstructure, and not intruding into the flow channel. The patient was not symptomatic. The date of ivc filter placement for the second patient was (B)(6) 2004. There was no additional information in regards to the second filter placement available. There are photos/ films available for review that are being sent. It was unknown when the damage occurred (during post dilation, etc). No additional intervention was known to have been initiated as this incident was just recognized. Additional information will be provided within 30 days of receipt.